Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and she has been experiencing high blood glucose levels of 22.0 mmol/l. The customer reported that she experienced symptoms related to high blood glucose included nausea. The customer stated that the insulin pump did not give her any indication of the high blood glucose levels. Troubleshooting was performed. The customer was advised to change infusion set, reservoir and insulin and to treat per health care professional instructions. The customer stated that she treated with manual injections. Product is not expected to return.